Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with under delivery anomaly. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed. The customer reported blood glucose value of 203 mg/dl. The customer reported hyperglycemia treated with bolus and manual shot on insulin. Customer tried to do manual bolus for 10 units and it drips just small amount. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.8730 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 34.45 units of normal bolus was delivered on ((B)(6) 2024) between (04:27) and (15:15). Found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, battery cap contact missing. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.